Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) could not be used due to no energy output. Per log review, a backup instrument of the same kind was used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter. No further information related to the event was available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. Additional finding related to customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation. Visual inspection found the wire to be exposed. A piece of the wire is sticking out the wire crimp. Poor connection could cause inconsistent energy delivery. The instrument passed electric continuity test. Root cause is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A review of the device logs for the monopolar curved scissors (part# 420179-23 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 9 uses remaining after this last usage. A review of the rfe procedure log showed the site performed this prostatectomy - radical lymphadenectomy surgical procedure on (B)(6) 2022 with system (B)(4). Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.